Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One used (pre-use check) device was received without its original packaging. As a result of observing the connector, it was confirmed that the hinge part of epifuse connector was broken. The complaint was confirmed. The root cause was attributed to the design. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This event has a continuous trend of occurrence and is likely due to the molding design of the product. The manufacturer will continue to monitor the complaint trends for this event.

Event description:
It was reported that the customer had a broken epifuse connector. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, UDI section, expiration date and h4: manufacture date are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.